Event description:
The customer reported the loss of cine functionality, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and re-formatted the cine drive and reseated the cine cables. The system operates as intended.